Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast implant in the armpit"

Event description:
Patient reported "cant find nipple" which is not device related. "Experienced pain in incision, breast implant in the armpit" was also reported. The status of the device is unknown. Affected side unknown.